Event description:
Report 2 of 2It was reported while using BD Vacutainer® SST¿ Blood Collection Tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: Initial Reporter Facility Name:(b)(6) A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.